Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag without the pouch or a lot number. Our laboratory evaluation of the product said to be involved confirmed the report. The forceps were returned with the cups cut from the sheath. The cups were not returned with the device. The handle was manipulated and the link wires would not advance or retract. The handle provided no resistance during actuation. The sheath measured at 235.5 cm from the base of the handle to the distal end were the sheath was cut. The link wires are sticking out past the sheath to 238.5 cm. There is severe damage to the sheath between 53 cm and 60 cm, the catheter has been stretched and lost some of it's structure. There is also damage at the distal end of the handle on the sheath. No other anomalies were detected with the device. The device was returned to the supplier for further evaluation. The following information was provided: the device was returned in an open pouch type bag. An examination of the device revealed no visual defects , however the device shows extensive damage to the forceps while the forceps cups are missing. Functional evaluation: the device was functionally evaluated. Upon initial evaluation, the complaint from the report is confirmed. During testing, with the device held in straight, u-shape and three-loop coiled positions, respectively, it was confirmed that the device did not operate due to the extensive damage it has received. The forceps were returned with the cups cut from the sheath. The cups were not returned with the device. The handle was manipulated and the link wires would not advance or retract. The handle provided no resistance during actuation. The root cause for the complaint cannot be confirmed due to the damage it has received. The device history records for process traveler (pt) were reviewed. The manufacturing records and/or fqc checklist did not indicate relevant defects. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device was not functional as a result of the cups missing from the device. A root cause could not be determined. The device was returned with the cups missing. All devices receive a 100% inspection prior to release and shipment. Prior to distribution, all captura pro¿ biopsy forceps are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag without the pouch or a lot number. Our laboratory evaluation of the product said to be involved confirmed the report. The forceps were returned with the cups cut from the sheath. The cups were not returned with the device. The handle was manipulated and the link wires would not advance or retract. The handle provided no resistance during actuation. The sheath measured at 235.5 cm from the base of the handle to the distal end were the sheath was cut. The link wires are sticking out past the sheath to 238.5 cm. There is severe damage to the sheath between 53 cm and 60 cm, the catheter has been stretched and lost some of it's structure. There is also damage at the distal end of the handle on the sheath. No other anomalies were detected with the device. The device was returned to the supplier for further evaluation. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a colonoscopy, the physician used a cook captura pro¿ biopsy forceps with spike. It was reported that while doing a colonoscopy, the physician did a surveillance biopsy in the ascending colon. When the physician opened the forceps, the forceps opened but would not close [subject of this report]. The device was down the scope but didn't make patient [tissue] contact. The physician had to pull the scope out of the patient and had to cut the biopsy forceps off to remove it from the scope channel. Another of the same product number was used successfully to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.